Event description:
Customer states the buretrol set with etoposide (chemotherapy drug) burette cracked during pt use. Etoposide spilled onto nurse, who went immediately to the emergency room, no long term injury or medical intervention was required. An attempt was made to obtain specific pt info but no additional data was available.